Manufacturer narrative:
Continuation of d10: product ID: wr9200, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot#: (B)(6), g2. Foreign: hong kong. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was unable to turn on the wireless recharger and the battery indicator light kept flashing. It's suspected to be a hardware issue. A reset of the recharger was performed several times, but the condition stayed the same. Additionally, a replacement charging dock was tried, but the problem persisted. A recharger replacement ended up resolving the issue. No symptoms were reported. Additional information was received. Patient gender, age, therapy, device serial number, and implant date were confirmed. The recharger will not be returned. Information confirmed with physician / account.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6). Product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: wr9200; serial# (B)(6). Product type: recharger h3: analysis of the wireless recharger had shown that it was confirmed to be unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.